Manufacturer narrative:
.

Event description:
This is the second stent used in the same procedure. Second stent was delivered, and still would not cross lesion, deployed proximal to lesion. Physician noticed highly stenotic lesion, mid-stent which would not allow stent to expand. Physician then attempted to remove protege catheter, however, it would not move. He said, "it was caught on the calcium throughout the sfa." Physician continued to manipulate the catheter was caught on either calcium or portion of stent which would not expand. The physician noticed that the distal 10cm of the catheter was stretching because the tip could not be released from the calcium. Eventually, the catheter broke at the proximal radiopaque marker site. Remaining portion of the catheter was removed. Radiopaque marker was hung up in the stent adn left in the body. The physician believes the tip of the catheter was also left in the body. At this time the physician pulled wire and consulted surgeon. The surgeon declined to take a patient to surgery, because this was a leg salvage case adn the patient was going to be amputated in the near future. The patient died 5 days later from renal failure. Dialysis was stopped before (B)(6). Patient deceased unrelated to procedure as report by ev3 territory manager from the physician.